Manufacturer narrative:
The customer was advised by a beckman coulter (bec) field service engineer (fse) to remove the broken luer fitting on the rear manifold and reconnect the waste lines with a feed thru fitting, which temporarily resolved the leak. The fse was dispatched to assess the instrument. The fse observed a broken waste output fitting, sporadic white blood cell (wbc) vote outs and elevated wbc backgrounds. The fse replaced the manifold fitting on the rear of the instrument for the diluent input and waste output fittings to resolve the leak issue. The fse attempted to resolve the failing wbc backgrounds by replacing the drain isolation chamber and drain valve bank, the bath assembly, and the printed circuit board (pcb) main board. The fse then replaced the electronic power supply module which ended the noise interference and resolved the wbc vote outs and wbc background issues and the instrument ran without any leaks or errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported failing white blood cell backgrounds (wbc) and approximately greater than 50 mls of fluid leaked from the coulter ac·t 5diff cap pierce (cp). The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield and a lab coat at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.